Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+0.5/049 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had an excessive vault. The lens remains implanted and the patient will be monitored.

Manufacturer narrative:
Corrected data: "adverse event" is corrected to " product problem". Type of reportable event: it is corrected from "serious injury" to "malfunction". Claim# (B)(4).